Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. An assessment was performed and it was found that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. The assignable root cause of this condition was determined to be due to normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearings of the short attachment device were damaged. It was noted that the bearings were disassembled, missing balls, the cage was not available, and the label was hard to read. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.